Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator called technical support after the event, to report experiencing arterial air alarms during a routine hemodialysis treatment. After attempting to remove air from the post filter port, the operator was unable to recover from the alarms. The operator reports attempting manual rinseback without success and discontinued treatment resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. Facility staff has attributed the reported arterial air alarms to an access issue which has since been resolved. The cycler alarmed appropriately. The user's guide provides adequate instructions for troubleshooting air alarms and advises to promptly perform rinseback in the event of an unrecoverable alarm. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.